Event description:
Pt in endoscopy dept for routine colonoscopy. During procedure pt sustained a perforated abdominal viscus, requiring an emergency surgical consultation and a sigmoid colectomy, and admission to the sicu. Pt did have a good outcome.